Manufacturer narrative:
Serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had bilateral symfony lenses implanted on (B)(6) 2017 and (B)(6) 2017 respectively. The lenses were explanted in secondary procedure on (B)(6) 2017 and (B)(6) 2017 respectively because of patient experiencing intolerable glare and halos. This report will capture information for the explant that took place on (B)(6) 2017, a separate report will be submitted for the other explant that was performed on (B)(6) 2017. No further information provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The customer's reported complaint cannot be confirmed. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.